Event description:
It was reported that the bd precisionglide¿ needle caused medication to leak out while drawing it up. The following information was provided by the initial reporter: it was reported by customer that holes on side of the needle hub that cause leakage when drawing medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there are holes on the side of the needle hub that cause leakage when drawing medication. To aid in the investigation, one sample with the top web packaging blister and one video was provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. There is a molding short shot about 3/8" from the bottom of the needle hub. The sample was then connected to a syringe with saline solution and there is leakage of the solution through the short shot. The video provided shows the sample received with the leakage. After analysis of a sample and the molding tool, it was determined that it was possible the stripper bushing wear contributed to the defect reported. A device history record review was completed for provided material number 305165, lot 2244944. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced 17 february 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.